Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During catheter preparation, the guidewire was inserted in the catheter and became stuck. A lot of force was needed to remove it from the catheter and after it was no more possible to insert it further than the handle. A smaller wire was tried to start the ablation. But after a few movements this one also became stuck. Therefore, the catheter was changed. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is or isn't expected to return for laboratory analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Device technical analysis the farawave catheter was visually inspected, and no damage was observed on the device. A guidewire was inserted into the farawave catheter; however, the guidewire was unable to fully inserted due to damage inside the guidewire lumen. The catheter handle was dissected, and it was noted that the guidewire lumen was broken 0.9cm distal to the slider inside the distal inner hypotube. This damage was caused by some type of mechanical stress applied to the interior layers of the guidewire lumen, resulting in the guidewire lumen collapsing and breaking.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During catheter preparation, the guidewire was inserted in the catheter and became stuck. A lot of force was needed to remove it from the catheter and after it was no more possible to insert it further than the handle. A smaller wire was tried to start the ablation. But after a few movements this one also became stuck. Therefore the catheter was changed. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is or isn't expected to return for laboratory analysis.